Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a surgical procedure for shoulder repair it was observed that the metallic tip of the vapr tripolar 90 suction elect electrode device slowly disconnected from the head of the tip. It was reported that another device was used to continue the procedure. There were no adverse consequences to the patient, or surgical delay reported. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided.